Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow button did not activate desired pump functions when pressed. The patient reportedly does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive; the contrast keypad button has no effect on insulin delivery function. All of the other keypad buttons responded to button presses appropriately. There was evidence of adhesive found under all of the key contacts.